Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems india (omsi). Olympus medical systems corp. (Omsc) has obtained the following additional information from omsi: - the power switch was not light up due to the loose j103 connector of the power switch on the main circuit board. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomena (power up failure and not-lighting up of the power switch) were could not be conclusively determined. However, based upon the information from omsi, omsc surmised that the not-lighting up of the power switch was caused by the loose j103 connector of the power switch on the main circuit board, but could not determine the exact cause of the loose j103 connector of the power switch. In addition, it was not possible to identify whether the power up failure was caused by the malfunction of the subject device. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus medical systems (B)(4) ((B)(4)) for evaluation. (B)(4) checked the subject device and found the reported phenomenon was not duplicated. The image from the subject device appeared, only the power switch was not light up. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the installation of the subject device to the user facility, it was found that the subject device could not be turned the power on. There was no report on when this event occurred, and there was no report of patient injury associated with this event.